Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all devices associated with this event were reviewed and no nonconformities were found. Device was discarded at the clinic.

Event description:
It was reported to nevro that a trial patient had acquired an infection. The patient was hospitalized and was given IV antibiotics. Follow up report indicated that the patient is recovering without further report of complications.